Event description:
A report was received that the patient's ipg moved out from the pocket and was experiencing severe pain as the ipg was rubbing on the sciatic nerve. The patient will undergo a pocket revision.

Event description:
A report was received that the patient's ipg moved out from the pocket and was experiencing severe pain as the ipg was rubbing on the sciatic nerve. The patient will undergo a pocket revision.

Manufacturer narrative:
Date received by manufacturer - march 13, 2013. Additional information was received that the patient underwent a pocket revision, during which, the ipg was pulled up to the original site. The patient was reportedly doing well following the procedure.